Manufacturer narrative:
Age at time of events: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00 x 28 synergy¿ drug eluting stent was advanced into a non-bsc guide catheter but severe resistance was encountered and was not able to advance. The device was removed from the patient's body and the stent was found to be lifted. The procedure was completed with a 3.0 x 28 non bsc stent. No patient complications or patient injury were reported.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR.: synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the crimped stent found distal stent damage. Struts 1 and 2 from the distal end of the stent were lifted and pulled distally. The undamaged section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and slight damage was noted. It was not possible to load the device into a guide catheter as the distal struts were damaged. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00 x 28 synergy¿ drug eluting stent was advanced into a non-bsc guide catheter but severe resistance was encountered and was not able to advance. The device was removed from the patient's body and the stent was found to be lifted. The procedure was completed with a 3.0 x 28 non bsc stent. No patient complications or patient injury were reported.